Event description:
On 23 november 2024, senseonics was made aware of an incident where user went to ER for experiencing diabetic ketoacidosis (dka) due to sensor inaccuracy despite multiple follow up attempts with the user to gather additional information the user was unresponsive.as per dms, the user is not using the system since (B)(6) 2024

Manufacturer narrative:
The user went to ER for experiencing diabetic ketoacidosis (dka) due to sensor inaccuracy despite multiple follow up attempts with the user to gather additional information the user was unresponsive.as per dms, the user is not using the system since (B)(6) 2024.in an associated case for the user's complaint about sensor inaccuracy (complaintre (B)(4), user reported discrepancies between the bg and sg values. Upon review, it was determined that there were situations consistent with the user entering an estimated value from the app as a calibration. It was noted that this can cause discrepancies in the system customer care made multiple attempts to contact the user for additional troubleshooting, but no response was received.